Manufacturer narrative:
D4: UDI section and d5. Operator of device is unknown, no information has been provided to date. Device evaluation: one device was received in good condition. Per functional testing, did not observed any air leaking as stated. The complaint was not confirmed. A possible root cause was user error where the input hose was not tightened correctly. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced air in connector and variable relief valve as preventative maintenance. The device passed al functional and delivery tests.

Event description:
It was reported that there was an air leak on device side air circuit. Air pressure gauge bar drops down to zero fast instead of gradually when supply from air cylinder is turned off. There was no patient involvement and no patient harm/adverse event reported.